Manufacturer narrative:
(B)(4). Patient information not provided. UDI, lot number not provided. User facility is provided. Since the lot number was not provided, this information cannot be determined. Two reloads were also received with device handle.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, two handles and two reloads jammed and could not be opened. They were all loaded and cycled properly. The device fired the full linear range of the reload, but the jaws of the device got stuck and locked on tissue. To correct this, they fired another stapler alongside of the locked stapler.